Event description:
It was reported to philips that the fluoroscopy was not functioning on the cardio vascularsystem-allurafc device. It is unknown if the complaint device was in use at the time of the event as this information was not provided. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy is not functioning. Fse found that the fluoroscopy was failing due to ip-pc was not communicating. Fse reseated the connections and downloaded ippc software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.